Manufacturer narrative:
The reported events were helix mechanism issue, unacceptable capture threshold and ¿there was a long blood clot was stuck to the end of the lead.¿a complete lead was returned in one piece for analysis with the helix noted bent and clogged with blood/tissue. The reported events of helix mechanism issue and ¿there was a long blood clot was stuck to the end of the lead¿ were confirmed. X-ray examination of the lead found the helix was bent/damaged consistent with procedural damage. The helix mechanism/extension length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue and ¿there was a long blood clot was stuck to the end of the lead¿ was isolated to the helix being damaged and clogged with blood/tissue. The reported event of unacceptable capture threshold was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. It was also noted that the rv lead helix was unable to be retracted and there was a blood clot attached to the end of the rv lead. The rv lead was not used and replaced during the procedure. The patient was in stable condition.